Event description:
It was reported that partial filter detachment occurred. A procedure was being performed with use of a sentinel cerebral protection system (cps). During the procedure, there was difficulty deploying the proximal filter and difficulty operating the proximal filter slider #1. The proximal filter was recaptured and repositioned. It was noted that the proximal filter was partially detached from the filter hoop. The physician noted that the difficulty deploying the device may have been related to the catheter being moved together with the device after deployment of the proximal filter. A new sentinel was utilized to complete the procedure. No patient complications occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c-us, batch # 0038610362. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the sentinel cps was discarded, therefore returned device analysis could not be completed. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to procedure. It is likely that the event could be related to excessive force applied to the device and/or operational factors such as handling/manipulation during the procedure.